Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt repeated they would like to change the program that is good for their back because they forgot on how to do it. Agent reviewed information and helped pt to change the group. When asked for event date, pt didn't answer it. Pt said when they went to my stim rc app they saw not found message and when they retry, tried placing the communicator over the ins, they got not found message again. Agent had pt to rese the communicator, but the communicator was just blinking blue and green when holding the button. Pt said they charge the ins every day. Agent had pt to charge the ins to check the charge level, but they saw recharger is inactive message. Agent reviewed recharging best practices. Pt said the handset screen showed low and high then suddenly showed recharging 80% ins with good connection. When pt tried to reset the communicator again it was still flashing green and blue. Agent told pt to make sure the communicator is not plugged from the charging cord. Pt was able to reset the communicator. When pt tried to connect the communicator to the my stim rc app, they were able to access the therapy screen. Pt was in group d and switched to group c with base at 2.3 prime at 3.0, they still can't feel the stimulation in their back. Agent reviewed information. Agent redirected pt to their hcp to set up an appointment with rep to further address the issue.